Event description:
A pharmacist reported that a pt "had experienced hypoglycemia caused by the inaccurate blood glucose meter results". Although the pharmacist refused to provide the pt's name or address, she attempted to contact the pt to request permission to release pt's name and other details so that more info could be obtained. The pt was out of town. The pharmacist will contact pt again when pt returns. No other info is available at this time.